Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 300 units of insulin. Tandem technical support educated the customer on pump features. Reportedly, the customer was not removing air from the cartridge before filling the cartridge with insulin. The customer was able to reload the cartridge successfully. There was no impact to the customer's blood glucose level.